Event description:
This is a voluntary submission. A staff member was transferring a resident from the shower chair to the wheelchair in the shower room. The aid pulled back on the stand-aid after securing the resident when the back left caster wheel broke off at the bolt on the proactive manual stand aid, preventing the aid from moving the assistance device. Thankfully the cna was able to safely place the resident back into the shower chair. This manual stand aid in question was 2 weeks into use. The bolt that was fixing the caster wheel to the frame of the stand aid appeared to have sheered at the head. Neither the resident nor the cna were harmed during this event.